Manufacturer narrative:
510k: this report is for an unknown pfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of explant reported as (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision surgery was performed sometime during the month of (B)(6) 2018. The patient was implanted with an unknown proximal femoral nail antirotation (pfna) blade and an unknown pfna nail on an unknown date. The patient experienced irritation due to the nail and blade sitting proud, which eventually led to the surgeon performing a removal surgery. There is no information available regarding the status of the patient and the procedure. This report addresses the irritation which led to the revision. Intra-operative events that occurred during the revision are captured in (B)(4). This report is for one (1) unknown pfna nail this is report 2 of 2 for (B)(4).

Event description:
Update: response received from the product specialist 18/04/18. The surgeon and the patient have decided not to proceed with the second attempt to remove. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated complaint information reported. Investigation summary: complained issue could not be replicated and/or confirmed based on the available information (pictures). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.